Manufacturer narrative:
Received one used b55005 extension set w/4 gang 1o2 manifold for inspection. No defects or anomalies noted. The used b55005 was leak tested according to product specifications. There was leakage from the connection of the male luer to the female port of the 1o2 valve on the blue button. Examination of the female luer showed a crack. There was no leakage from the white button. The reported complaint of leakage can be confirmed due to the crack on the female luer. The probable cause of the crack is due to an unintentional external force. A device history report (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where the customer reported that the blue port of the 4-port manifold leaked when used (for propofol infusions). There was patient involvement and unknown human harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension of (B)(6) and pager (B)(6) . The device is available for evaluation; however, has not yet been received.